Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 6 years ago. Aneurysm and vessel morphology were not reported. It was reported that there was a type 3 endoleak (fabric) coming from the mid section of the ipsilateral limb seen on angiogram during f/u. The physician elected to reline ipsilateral limb with an aneuryx limb and this successfully resolved the endoleak. A film review indicated that the type iii endoleak may be related to the angulation in the iliac vessel. No add'l clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Eval: results: (endoleak), (angulation in the iliac vessel). Conclusion: (angulation in the iliac vessel).